Event description:
Describe event, problem, or product use error: provider was suturing lesions after lesion removal and needle and/or suture fell off or broke when trying to suture. The needle broke away from suture in three kits and the suture itself broke apart in one kit. Reference report: mw5117374, mw5117375, mw5117376.